Event description:
It was reported that a filter was placed in a patient prior to the repair of a fractured hip. Due to the large size of vena cava (>28mm). The doctor placed a filter in each iliac vein. Subsequent to the hip repair the patient went to another hospital for the percutaneous repair of a patient foramen ovale. During this procedure a wire placed in the femoral/iliac vein disloged one filter. The filter migrated to the pulmonary artery. No attempt was made to remove the filter. The patient is currently asymptomatic.